Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction and found the oxygen hose connected to a flow meter. The cse connected the hose to a high pressure outlet which resolved the alarm. The unit passed all testing and operates within the manufacturing specifications.(B)(4).

Event description:
Covidien received information stating that an 840 ventilator failed the audio alarm. The ventilator was not in use on a patient at the time the malfunction occurred.